Event description:
It was reported that during a stapled prolapsectomy (longo's technique), the device made a circular cut, but failed to apply staples on the upper semicircle. The case was finished by applying sutures. No adverse pt consequences.